Event description:
The sales rep (B)(4) reported on behalf of the customer that during surgery the top end of the torque wrench broke off when doing the final torquening of the blockers in the screw head at the end of the procedure. She added that another xia set was available which was opened and the procedure was finalized with another torque wrench. She added that there were no adverse consequences to the pt.

Manufacturer narrative:
Complaint history analysis, mfg record review, visual inspection and risk assessment. Results: complaint history analysis. This is the (B)(4) complaint for tip breakage on xia ii torque wrenches. A CAPA was initiated and it was determined that intergranular attack was leading to the tip breakage. A design and process change was implemented in (B)(4) 2011 in response to the findings from the caps. Mfg record review. One part was accepted under concession for a slight mark near the torque gauge. Visual inspection. The implicated part was not returned, however pictures were sent. Tip was confirmed broken and appears to have fractured while under torsion during final tightening. Risk assessment. No adverse consequences were reported. There is almost always another torque wrench available to the surgeon and that was the case for this event. Hence the delay in surgery was minimal. Conclusion: without the product returned we cannot be sure of the cause for failure, however from the picture it appears that the tip fractured in the same manner as those investigated in the CAPA. The cause is expected to be related to the metallurgical defect similar those previously investigated.